Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned, analyzed, and the distal conductor was distorted. It was also noted that several conductors were distorted, there was blood in/on the helix mechanism, and the lead was damaged at implant. The analyst also noted that the lead was returned with the helix partly extended, blood and tissue on it and the distal conductor was distorted within the connector. The blood and tissue on the helix caused the helix to not retract and the distal conductor then became distorted within the connector.

Event description:
It was reported that during an implant, the right ventricular lead was attempted due to positioning difficulties and "screw mechanical failure". The lead was removed and replaced with a new lead. No patient complications have been reported as a result of this event.